Event description:
Consumer reported complaint for error message (e-0). At the time of the call the customer reported symptoms related to diabetes. Customer did not specify the symptoms, stating that he always has diabetic symptoms as well as other health issues. Customer declined to provide further details. Medical attention was not needed at the time of the call. During the call, a blood test was performed by the customer fasting and produced test result of 121 mg/dl using true metrix meter; the customer was satisfied with the result obtained. The product is stored according to specification in the hallway closet. The test strip lot manufacturer¿s expiration date is 06/30/2023 and test strips were opened one month prior to call.

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes; customer did not specify symptoms, stating he always has symptoms related to his diabetes. Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the initial concern is resolved - unable to establish contact with customer at this time.

Manufacturer narrative:
Sections with additional information as of 05-aug-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-078: user hematocrit low.